Event description:
Rptr stated: "two years ago implantation of duracon unicondylar prosthesis. 8 weeks postoperative inflammation of knee. After puncture of the knee pt went through an antibiotic therapy. Within the last 2 years the knee did not decrease completely, although several antibiotic therapies were carried out. Three weeks ago revision of prosthesis."